Event description:
Dr opened a triple lumen central line kit to insert in pt. Noted that the guide wire would not move in it's plastic holder. Upon visual inspection the wire appeared damaged. Sent entire catheter to lab for identification.